Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had chronic high thresholds. The lead was capped and replaced. Additionally, the patient's right atrial (ra) lead could not be interrogated due to the device being at elective replacement indicator (eri). The ra lead remains in use. No patient complications have been reported as a result of this event.